Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently, pump felt warm to touch. Pump performance was not impacted; there were no temperature alarms. Blood glucose was not impacted.